Event description:
Reportedly, during pt use, a 'pint failure' alarm occurred. The pt was manually ventilated and transferred to another ventilator. There were no serious pt harm reported. Per the distributor, upon replacing the main board, the issue was resolved.

Manufacturer narrative:
(B)(4).